Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a sore spot in the area under the breast that developed into an open wound with a fungal skin infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the device for the wound. Follow up indicated that the wound improved.